Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte sds. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The stent was not returned for product analysis. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous left circumflex (lcx) artery. A 2.25mm x 8mm liberté¿ stent was selected to treat the target lesion. However, the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.